Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation and after opening the package of a 3.00x12mm xience skypoint drug-eluting stent (des) delivery system, the xience skypoint des was broken before using it. There was no patient involvement. No additional information was provided.

Event description:
Subsequently, after the initial report was filed, device analysis noted the struts on the fifth and sixth ring were bent. There was no break on the stent as reported. No additional information was provided.

Manufacturer narrative:
A visual inspection analysis was performed on the returned device. The reported break was not confirmed; however, a stent deformation was noted. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and observations from the returned analysis, a definitive cause for the reported stent deformation could not be determined. It was initially reported that the stent delivery system (sds) stent was broken during preparation and after opening the package. However, analysis of the returned device did not confirm a stent break but did reveal deformation of the stent. Potential factors that may contribute to such damage prior to use include, but are not limited to, damage incurred during manufacturing, shipment, or inadvertent mishandling during removal from the packaging, sheath/stylet removal, or device preparation. In this case, it could not be determined when the stent damage occurred. There is no indication of a product quality issue related to manufacturing, design, or labeling.